Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. A design or manufacturing root cause for the reported event could not conclusively be determined. However, product use was incongruent with the IFU due to: the cuff diameter was the same size as the main body diameter; bilateral focal stenoses of less than 10 mm within both common iliac arteries. Cautionary product use conditions that might have contributed to this event included calcifications at the aortic neck. Patient factors that might have contributed to this event included antiplatelet therapy (aspirin).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013, w/a bifurcated and a suprarenal aortic extension. Upon follow up, computed tomography revealed a loss of overlap between the bifurcated and suprarenal. A small leak was developing. Physician implanted an infrarenal aortic extension to correct the issue. No patient injury was reported.